Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - nonmalignant pain. It was reported that the stimulator kept cutting off. Patient stated the stimulation at the target areas gets less intense and more intense when she moves positions. This has occurred since implant. It was reviewed that perceived stimulation intensity changes based on positional changes are somewhat normal and expected to an extent; especially as the patient is still healing from implant. Patient reported that when she touches her back where the stimulator was implanted, the stimulation changed at the target location. Patient could totally turn of the stimulation sensation or turn it back on based on how she pressed on the neurostimulator (ins) site. Patient was advised not to do this. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.